Event description:
It was reported that low impedance and noise were observed. During ICD device change-out the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.